Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a lab result, within 10 minutes: 53 mg/dl (meter) and 252 mg/dl (lab). On another occasion with an unknown date, the customer received the following results on an aviva meter, compared to a lab result, within 10 minutes: 98 mg/dl (meter) and 268 mg/dl (lab). No adverse event reported. Return of the suspect device was requested for evaluation.